Event description:
It was reported that green lights would not illuminate on the programmer head when trying to interrogate the device. It was also reported that there was no magnet response and no pacing noted. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.